Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed distal left anterior descending artery. Pre-dilatation was performed with a 1.5 x 8 mm balloon catheter. A 2.5 x 12 mm xience v implant was deployed when a distal edge dissection occurred. The dissection was treated with another 2.5 x 15 mm xience v stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product malfunction and the stent remains in the patient anatomy. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.